Manufacturer narrative:
Other applicable components are: product ID: 9735736 stealth s8 ent software, version (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon complained about 2-3mm alleged inaccuracy. The registration error metric was about 1mm and the green zone of accuracy covered a large area. There was no reported delay to the procedure neither was there impact on the patient's outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.